Event description:
During an anterior cervical discectomy, the tip of the retaining screwdriver was noted to be missing by the surgical technician. The surgeon was immediately notified and x-ray called for film to confirm tip not in patient.